Event description:
The report received from the study indicated that the pt was enrolled in the study and had a precise 9 x 30 mm stent successfully implanted in the left internal carotid artery (lica) during the study index procedure. Approximately eleven months after the study index procedure, the pt was re-admitted and was found to have a 56% restenotic lesion of the previously implanted precise stent. The restenosis was treated successfully using balloon angioplasty (poba). The event was reported to be related to the study device and was unrelated to the study procedure. The pt was reported to be asymptomatic for the study index procedure. The pt was noted to have an occlusion in the contralateral side. The lica target lesion was reported to be: an 80% stenosis, 10 mm length, thrombus present, severely calcified, 5.05 mm vessel diameter, mildly tortuous, eccentric, and ulcerated. An angioguard 5 mm embolic protection device was used for the procedure. The lesion was pre-dilated. A precise 9 x 30 mm stent was successfully deployed at the intended target lesion. The residual stenosis was 13%. The pt had no neurological deficit upon leaving the angiography suite post-procedure.

Manufacturer narrative:
The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt.